Event description:
Per the clinic, the patient experienced recurrent infections (treatment unknown). Further information is being sought from the clinic.

Manufacturer narrative:
This report is submitted on january 28, 2022.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia to have skin overgrowth cauterized with silver nitrate on (B)(6) 2022. The patient was treated with oral antibiotics (specific date and duration not reported). The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Madverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring. This report is submitted on march 9,2022.